Event description:
It was reported that a pta balloon dilatation catheter began to shear away from the catheter while the device was being withdrawn through an 18f gastro-intestinal tube. Reportedly, the pta balloon catheter was being used to pre-dilate the subcutaneous tissue prior to tube placement. The pta balloon dilatation catheter was advanced over a guidewire through the introducer sheath without difficulty. Pre-dilatations were performed and the pta balloon catheter was removed through the introducer sheath without incident. The introducer sheath was removed from the access site and the pta balloon catheter was re-advanced into the pt. An 18f g-tube was then advanced over the pta balloon catheter into the gastrointestinal tract. Attempts were made to withdraw the pta balloon catheter through g-tube, however, the pta balloon became lodged within the g-tube and began to shear away from the catheter. The g-tube and the pta balloon catheter were removed as a single unit from the pt. The g-tube was then successfully re-advanced into pt without further difficulty. There was no report of injury to the pt. Additional info was received, indicating that the pta balloon detached from the catheter during withdrawal from the gastric tube.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample was returned for evaluation. The sample was returned in two pieces and the 18f gastro-intestinal tube was not returned. One piece contained the balloon with exposed inner catheter that had detached circumferentially from the catheter shaft. The other piece contained the catheter shaft with a break at the distal end with the bifurcate and hubs still attached. The balloon had inverted on itself and exposed two marker bands on the inner catheter. The marker bands were in close proximity to each other. The break on the distal end of the catheter exhibited stretching. The complaint investigation is confirmed for balloon detachment. It should be noted it was reported that a pta balloon dilatation catheter began to shear away from the catheter while the device was being withdrawn through an 18f gastrointestinal tube. Reportedly, the pta balloon catheter was being used to pre-dilate the subcutaneous tissue prior to the tube placement. This balloon catheter was not designed nor tested for use in strictures or stenoses outside of the vascular system. In addition, no testing has been performed for compatibility of this device with gastric tubes. This application represents an off label use for this device. Based upon the sample condition (i.e. Severed polyimide/catheter location display of excessive force), the complaint is confirmed, with user error as a root cause. The current IFU (info for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. Indications for use: conquest pta balloon dilatation catheter is recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also recommended for post-dilatation of stent grafts in the peripheral vasculature. This catheter is not for use in coronary arteries. Equipment required: appropriate introducer sheath and dilator set.